Event description:
The customer alleged there was oil mist/haze during a cycle. The cycle completed. There were no injuries related to the event. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Other: capital equipment, evaluated at the customer site. The fse found the system shut down by the customer. The fse removed the oil mist filter to discover the white alcatel filter saturated with oil. The fse cleaned the assembly, and replaced it with the red oil mist filter. The vacuum pump was also low on oil. The fse replenished the oil. The fse also re-zeroed all the pressure transducer, due to an uneven pump down rate. The fse performed the leak test then an empty validation cycle. The cycle completed successfully.